Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the instrument channel and forceps elevator. IFU states reprocessing of a/w nozzle/channel as follows: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) evis exera-precleaning the endoscope and accessories_ warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Aspirate water. Manually cleaning the endoscope and accessories: brush the channels, aspirate detergent solution through the instrument channel and the suction channel, remove detergent solution from all channels. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition, evaluation found the suction cylinder was discolored, the bending angle in the right direction did not meet standard value due to wear of the angle wire, the distal end was corroded, and the light guide lens was cracked. There were no leaks and the electrical safety test passed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the valve of the evis exera duodenovideoscope was stuck. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the suction cylinder and there was foreign material in the instrument tube. The report is being submitted due to foreign material in the scope found during evaluation.